Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). This report is being submitted late due to remediation efforts. Complaint sample was evaluated and the reported event was confirmed. Returned for review was a straight cup inserter. As returned, approximately two-thirds of the tip of the hex bolt is fractured and not returned, as it was retained within the dome hole of the continuum shell. The DHR was reviewed and found conforming to specifications at the time of manufacture. It is unknown if the device was used with an adapter or whether it was tightened to the shell to the proper degree. A too loose or tight fit could cause the condition shown in this complaint. Excessive levering forces or off-axis impactions in combination with insufficient thread engagement may also cause this condition. With the information provided, no definitive cause can be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the handle was broken into the continum implant. The surgeon tried to remove it, but it was impossible. He eliminated the possibility of the presence of any prominent part before impacting the pe. Attempts have been made and additional information on the reported event is unavailable.